Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor fill.

Event description:
The customer's daughter is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 120mg/dl-180mg/dl. The customer stated that the results is getting from the meter are reading too low. The customer is not experiencing any symptoms of low blood sugar and did not need to seek any medical attention. The customer is testing three times a day (fasting) and is on medication for diabetes (pill form). The customer has not made any recent changes in medication, diet, or exercise regimen. During the call, a back to back blood test was performed by the customer fasting and produced test results of 202 and 160 mg/dl. The customer is storing the meter and test strips in the bedroom. The test strip lot manufacturer's expiration date is 3/13/2018 and open vial date is (B)(6) 2016. The customer stated that the date/time has not been setup (wrong date/time. The meter memory was reviewed for previous test result history: (B)(6).